Event description:
Reporter indicated that the patient's device was programmed to on 06/25/2002. The patient felt stimulation for 1 1/2 to 2 weeks. After that time, it was reported that the patient could no longer feel the stimulation. Two weeks later, the patient's neck incision opened after they got out of the shower. It was reported that the patient's family member thought they saw a suture at incision site and called the neurosurgeon. The neurosurgeon told the patient's family member to cut the suture. The patient's family member reportedly cut the suture and a silver wire. It is believed that the lead coil may have been inadvertently cut. The patient's lead was replaced in 2002. A possible break in the lead was identified by the neurosurgeon. The surgeon indicated that he was unsure whether he made the break during the explant procedure, or if it was a result of the inadvertent cut that the family member had previously made when attempting to cut the suture. The surgeon indicated that there was a lot of scar tissue and he felt that there was much bruising of the nerve from the removal procedure. A new lead was implanted and the patient was programmed to 0ma with plans for the neurologist to program the device to on at a later time. The explanted device has not been returned for analysis.